Manufacturer narrative:
Model number/catalog number: sc-2218-50, (B)(4). Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing discomfort, painful cramping sensation in the left leg. X-ray was taken and revealed that one of the leads had migrated. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort, painful cramping sensation in the left leg. X-ray was taken and revealed that one of the leads had migrated. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed.